Event description:
It was reported that a cgm error occurred, specifically identified as error 42. The customer's blood glucose level was not adversely impacted. Customer support provided guidance for a complete pump reset, and after performing the reset, the customer was able to successfully start a new sensor session without encountering the error again.